Event description:
It was reported that the core impaction drill heated up during an oral procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, it was discovered that the rotor assembly was corroded. Corrosion can caused increased friction between rotating components, which can cause heat to be generated.